Event description:
It was reported that the resident was being washed and dressed in bed, after which the loop-sling was applied. The resident was to be transferred to a wheelchair. Next the caregiver maneuvered the maxi twin to the bed to fasten the loops. Resident was lifted with the maxi twin, caregiver then transferred resident just next to the bed. Then caregiver turned around once to look how the lift should be turned; during this the caregiver released the lift and then heard a loud bang behind her. When the caregiver turned back. The resident hung with his legs in the lift and with his head downwards. One shoulder loop had become loose (right hand loop). No fall or injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4). Caregiver mentioned to the (B)(4) investigator that she is not sure whether she had fixed the loop well before beginning transfer. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.